Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not made available from the site. Device manufacturing date is unavailable. On 05/03/2016 a medtronic representative, following-up at the site, reported a new catheter had to be inserted and patient was treated. Surgical goals were achieved. It was confirmed that it is unknown if the hole was made on the field as it was not apparent until saline was passed through. Return requested. Replacement .4mm core fiber 10mm tip shipped to site. Suspect tip returned to manufacturer and is currently under analysis.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy procedure, there was a pinhole leak in the cooling catheter system (ccs). They introduced a new kit and used a second pass to complete the procedure. No further details regarding this issue, or specifically when it occurred, were provided. Delay in therapy was 45 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight now provided. Device manufacturing date now provided.

Manufacturer narrative:
Investigation of returned suspect .4mm core fiber 10mm tip finds that there is a longitudinal crack in the cooling catheter system (ccs) between the 17 and 19 cm marks, centered on the 18 cm mark. The crack is approximately 1 cm long. The reported issue was confirmed to be caused by physical damage to the ccs. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.